Event description:
The customer reported approximately thirty (30) milliliters of fluid leaked on the counter and clear/sheath tank not full and back wash tank not full error message involving coulter lh 780 hematology analyzer. Beckman coulter customer technical specialist (cts) advised the customer to use proper persona protective equipment (ppe) prior to troubleshooting; the customer was wearing gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. During troubleshooting, the customer discovered the tubing of the sheath flow resistor was disconnected. The customer reconnected the tubing and completed system performance background check; no further fluid leaks were observed. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) reported that the fluid was migrating from the right side of the unit to the left and was all due to the tubing coming off at pinch valve vl46a which was previously reattached by the customer. No new fluid leak was noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).